Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device.

Manufacturer narrative:
(B) (4). Conclusion: as received, the mechanism was blocked in the retracted position. After unblocking, the function of the mechanism was found to conform to established specifications with the application of 10 or less turns of the easyturn stylet. The analysis concludes that the physician in this case likely applied an excessive number of turns with the butterfly device during the retraction of the fixation helix, which resulted in blocking of the fixation mechanism. It should be noted that all leads are tested repeatedly at finished-device inspection to ensure extension and retraction within the specified number of turns, and as described by the physician in this case, the device was able to be extended and retracted during the implant attempt. All other electrical and mechanical tests performed on the returned device conformed to established specifications.